Manufacturer narrative:
A review of the mfg records for these devices is in process. Endograft, during the reintervention, while advancing a gore pxa device, it met resistance at the crossover point of the iliac limb and could not be advanced despite various manipulations. Attempts to recapture the device in the sheath were also unsuccessful. After several attempts, the device was deployed in the right iliac limb of the previously placed endograft with good expansion. The second attempt to deploy a gore pxa device just distal to the renals was attempted; this device was deployed and then slipped distally before the physician could dilate with the balloon. It was fully expanded in the proximal segment of the previous endograft. At this point, the physician chose to gain access through the left brachial artery. A .014 balloon was inflated in the left renal artery to protect the left renal artery origin. A third gore pxa device was deployed just distal to the renal artery. The device was post dilated with a q50 balloon in several locations; distal, mid, and proximal. The gore pxa device would not conform to the left lateral aortic wall under the left renal artery despite good position just inferior to the left renal artery. There is still a proximal segment of aneurysm on the left side of the aorta which is inadequately occluded because the gore device does not expand to contact the wall of the left side of the aorta. The pt tolerated the procedure.

Event description:
On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system in treatment of an abdominal aortic aneurysm. On (B)(6) 2012, computerized tomography (CT) showed that the device migrated distally by 1 cm. This resulted in a proximal type I endoleak. The aneurysm shrunk by .4mm. The reason for the device migration could not be determined. On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprosthesis aortic extender components. It was reported that the pt has a highly angulated abdominal aorta just below the left rental artery, causing an uncovered segment of approx 1.2cm from the proximal edge of the previously placed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.